Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported; replaced spinal cord stimulator (B)(6) 2025. Battery died on first one. Back surgery end of july. Stimulator has turned on by itself twice since surgery. The reason for the call was that the patient reported that they were having issues with the ins. Patient stated that they felt a weird sensation when they got up from a nap. The patient stated that it was not normal, and they felt the sensation in their stomach, legs, butt, and back, which was not the usual location where they should feel the stimulation. The patient stated that the stimulation turned itself on automatically because they were not using the stimulation at the moment. The patient mentioned that they didn't turn on the stimulation for several days because they had an issue with their back surgery. They have issues with the nerve in their left leg and hip. At first, they tried to use the ins, but it was not working, and it was making it worse, so the patient was given steroids to take for 5 days. Patient stated that they had a fusion of l4 and l5, and they did either laminectomy or discectomy of their l1 and l2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient reboot the controller and the issue had not happened since.